Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified external left superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 3 seconds, the balloon ruptured from a pinhole located at near the tip. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.